Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during peritoneal dialysis therapy without an alarm. This event occurred during fill one of four while the patient was connected. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted with ending therapy, and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.